Event description:
A facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. The lens was removed and exchanged intraoperatively for a longer length lens. Cause of the event was reported as unknown. The problem was resolved.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
H11: upon further review, it has been determined that the event is not MDR reportable. Secondary surgical intervention has not occurred, and there has been no report of serious injury or malfunction. Initial MDR is not applicable. Claim #: (B)(4).